Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit passed self test and displacement test. Device received with cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received stuck button alarm and can not clear the alarm. Customer stated insulin pump was not exposed to a change in altitude. Customer stated that that crack along the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.